Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump was under delivering. Customer stated that sometimes their blood glucose goes up even they haven't eat anything, so they gave themselves bolus, but only goes down for 20 points between 24 hours. Customer stated that the auto mode feature was not active at time of high blood glucose event. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.